Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR review for batch 7309811 (p/n 305855): manufacturing dates: 11/10/2017 to 11/14/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7309811 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7309811. Medical device expiration date: 2022-10-31. Device manufacture date: 2017-11-05. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that leakage occurred at the connection of a 5 ml bd¿ enteral syringe with clear barrel and bd univia¿ connector. There was no report of injury or medical intervention.